Event description:
The customer reported the system continued to emit x-rays after the foot pedal was released. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and replaced the cd/dvd drive and reloaded software. System operates as intended.